Event description:
A tech reported that the black knob on the gas tank valve the staff had been using suddenly would not turn. When the staff obtained the back up tank and removed the seal, it was noted upon first attachment to the regular that the black knob was stuck on that tank as well. The tech indicated the pt's procedure proceeded with an alternate gas used. He was unaware of any complications as a result of this change. Additional info has been requested. These are two medical device reports associated with this event. This report is for the second tank.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other similar complaints reported in the lot number. Additional info was requested on (B)(4) 2013 by phone, email, and mail. A completed questionnaire has not been received. (B)(4).